Event description:
It was reported that during a da vinci-assisted radical prostatectomy with cystectomy and urinary tract reconstruction procedure, the monopolar curved scissors (mcs) experienced an arcing event while cauterizing to obtain hemostasis after specimen extraction. The issue occurred when arcing was observed around the internal iliac artery. The surgeon noticed bleeding from the internal iliac artery and damage on the small intestine, but it is unclear whether these two issues were caused by the arcing. The blood loss amount is unknown. No blood transfusion was administered. A back-up mcs tip cover accessory was used to continue the procedure. The procedure was delayed, but the specific duration is unknown. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The patient¿s current status is unknown. The mcs tip cover accessory was found to have a hole on its gray silicone upon removal and inspection. No fragment fell inside the patient anatomy. The instrument was inspected prior to use with no issue. The mcs tip cover was installed properly during the surgical procedure. The orange surface part was not visible after the tip cover was installed. The tip cover was not installed beyond the orange surface. It is unknown whether the installation tool was used, electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation, or whether the instrument tips collided with any other instrument or tool during procedure. A grounding pad was in use, did not appear to have any issues or defects, and was connected to a covidien ft10. The placement location and generator settings are unknown. The mcs instrument was connected properly to a monopolar cord. It is unknown where the energy leaked/arced from or how long the instrument was in use prior to the arcing event. It is unknown whether the instrument tips were in contact with tissue, staples, clips, or sutures while energized or whether the jaws were immersed in liquid or contaminated by bio debris prior to activating the instrument.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The distal end of the mcs tip cover exhibited localized melting, which is indicative of arcing. Damaged tip covers are attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. Confirmation by failure analysis indicates that the product did contribute to the customer reported event. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was not performed as there was insufficient or unconfirmed product and event information. A review of the system log was not performed as there was insufficient or unconfirmed product and event information. The image provided by the customer for this event was reviewed and showed that the mcs tip cover accessory appeared to exhibit a potential hole. Clinical development engineering (cde) review showed a visible defect on the mcs tip cover. A defect such as this one could allow for cautery leakage or arcing, but from this image alone, a root cause was unable to be determined.